Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that (B)(6) 2021, that the tip of the screwdriver broke off and got stuck in the screw head. There was no patient consequence. This report is for one (1) viper system poly screwdriver shaft, cann. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9 h3, h6: a product investigation was conducted. Visual inspection: the poly scw driver shft, cannultd (part # 286720000 / lot # ui326306) was received at us cq. The distal tip of the device was broken, no fragments were returned. The distal threads were stripped. The embedded piece cannot be confirmed as there was no evidence (photos or x-rays) provided showing that the fragments were embedded in the patient. No other issues were identified with the returned device. Dimensional inspection: the shaft diameter just proximal to breakage was measured and found to be conforming per relevant drawing. Conclusion: the complaint condition was confirmed for the received poly scw driver shft, cannultd (part # 286720000 / lot # ui326306) as the distal tip is broken. However, the embedded device allegation was not confirmed as there were no photos or x-rays provided. Although no definitive root cause can be determined it is possible the device experienced unintended forces leading to the breakage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for poly scw driver shft, cannultd was conducted identifying that lot number ui326306 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 11 feb 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.